Event description:
This lead was removed the day after the procedure as it was found to be pulled back into the ra. Plan to monitor patient and add an lv lead in the future if necessary. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.